Manufacturer narrative:
The device was electively explanted as the recipient reportedly experienced a decrease in performance and loss of electrode function. In-situ tests showed atypical measurements on one electrode. The results of tests performed with the device in saline solution indicated a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
This report is submitted on july 10, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to performance decrement. The patient was reimplanted with a new device at the same surgery.